Manufacturer narrative:
The remote service engineer (rse) spoke with biomed to attempt to gather more information, including clinical details, audit logs and configuration files; however biomed was not onsite to troubleshoot at the time and the nurse was not available. The rse recommended the biomed technician go onsite and reach back out for further troubleshooting as the thresholds may be set to a reading that the nurse is not wanting, or leads may be on incorrectly. The cause remains unknown as the rse has been unable to reach the customer for resolution information. The reported problem was not confirmed. The engineer provided their analysis findings, and the customer was notified to contact philips for any follow up; however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue patient monitor mx800 indicating that the monitor did not alert for asystole (flatline). The patient is stable. Additional information was requested, and the biomedical engineer indicated the event was witnessed by nursing as they were at the patient's side. Additional details were not provided. Based on this information, the nurse witnessed the event and was aware of the change in condition when the patient went into asystole; therefore, it can be interpreted that there was no delay in care and the device did not cause or contribute to the reported asystole event.